Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis. No further adverse patient effects were reported.